Event description:
On (B)(6) 2012, the reporter claimed the date/time was not correct on the animas insulin pump. The reporter did not have time to troubleshoot at the time of the phone call to animas. Animas made several attempts to contact the reporter back for more information but was not successful. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged date/time issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a timekeeping accuracy test was performed and the pump was found to be keeping time accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.